Event description:
It was reported that, "third party debris. Surgeon wants neck looked at under microscope."

Manufacturer narrative:
A supplemental will be submitted upon completion of the investigation.